Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered the threshold suspend alarm. The customer indicated that the sensor glucose was 50 mg/dl and blood glucose was 171 mg/dl. The customer indicated that the sensor was turned off and on and the calibration was not accepted. Customer was advised that the sensor would be replaced. No further details given.